Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, five (5) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to inability to detached as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, customer had difficulty in removing it from the plug. The following information was provided by the initial reporter. The customer stated: "the device has been difficult to use. Yesterday, after a catheter collection, there was extreme difficulty in removing it from the plug, probably high pressure was created. During the attempt to disconnect it, the holder disconnected from the needle device, exposing it, generating a high risk of cutting and piercing injuries."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, customer had difficulty in removing it from the plug. The following information was provided by the initial reporter. The customer stated: "the device has been difficult to use. Yesterday, after a catheter collection, there was extreme difficulty in removing it from the plug, probably high pressure was created. During the attempt to disconnect it, the holder disconnected from the needle device, exposing it, generating a high risk of cutting and piercing injuries."